Event description:
During an MRI scan, a pt received 2 "dime-sized" skin burns beneath 2 of the 5 ECG electrodes applied to the pt. The MRI technologist indicated that the ECG cable used was a conmed ECG cable (lot no. 0201251), which is not known to be MRI-compatible. This cable has 36 inch length metallic lead wires, which are contraindicated for use in the MRI. The MRI technologist insisted that this was an invivo cable, supplied to them by a member of the invivo marketing dept.